Manufacturer narrative:
This event occurred during (B)(6) 2019. The device was manufactured between february 04, 2019 - february 06, 2019. The device was received containing approximately 50ml fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate underinfused during patient infusion. It was further reported that one pump runs longer than intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.